Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that a needle stick injury occurred with a 25 g x 5/8 in. Bd¿ general use sterile hypodermic needle because the needle punctured its cap after use. The needle is used in nuclear medicine and the syringe is full of a radioactive isotope. The reported also stated that this is the third needle stick in the past six months. There was no report of medical intervention for the needle stick injuries.

Manufacturer narrative:
\Results: one used sample was returned for evaluation. A visual inspection revealed the needle was protruding through the shield, and there was blood on the shield. A review of the device history record revealed two quality notifications for low lube solids and epoxy dripover. Neither of these issues has any impact on the needle through the shield. Concluson: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that a possible root cause for this incident is needle recapping. Needles should not be re-shielded after use, and if this is not possible, a one handed passive recapping technique should be used.